Event description:
The customer contacted stryker to report that controls on their device are intermittently unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and confirmed reported issue. The cause of the reported issue was determined to be due to the user error. The device electronic record shows that the user attempted to perform the two button test twice on 4/9/2024 - one time successfully performing the test and the other time unsuccessful. The language and pediatric buttons were pressed 11 seconds after the adult mode voice prompt, which is outside of the 10 second limit to press the buttons. The customer has been provided with the replacement device. The customer's device is scrapped.

Event description:
The customer contacted stryker to report that controls on their device are intermittently unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.